Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. At this time, it cannot be determined how the device may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to arthrex. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. This is the first complaint of this type for this part/lot combination.

Event description:
It was reported that at the moment when the surgeon went to pull the suture to lower the knot, the suture resisted and came apart. The surgeon pulled with force and the suture broke and the knot remained half way without tying down. Surgeon attempted to retrieve the device and was only able to retrieve the suture. Instead of repairing the meniscus, surgeon had to cut-out the damaged area. Surgeon was not able to repair the tear and the procedure was not completed. Case left acl plasty. Patient: (B)(6) male.